Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 48 mg/dl. Customer treats low blood glucose with bolus through insulin pump. Customer experienced different blood glucose level was 60,252mg/dl. Troubleshooting was performed. Based on customer report customer did not allege pump was under delivering. The product was not returned for analysis.